Event description:
Brushhead broke and metal came out in mouth [device breakage] no adverse event. Case description: a consumer reported that while his wife was using an oral-b rechargeable toothbrush, version unk, the oral-b 3d white brushhead broke and metal came out in her mouth after two days of use. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed product investigation at this time. Full evaluation will occur upon receipt of the returned product.